Manufacturer narrative:
This is a duplicate report of orig MFR. (1818910-2017-14777). 1818910-2019-109792 is being retracted as it is a report duplication. Original MFR-(1818910-2017-14777) will be kept for investigational purposes.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 23 september 2019 for MDR reportability. On (B)(6) 2015, the patient underwent total right knee arthroplasty due to degenerative joint disease. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 3. On (B)(6) 2017, the patient underwent a left knee revision due to loosening of the tibial component. The surgeon reported about 50% of the tibia cement was adhered (to the tibial tray), and the rest was not. He indicated the femoral component came off with the cement on the metal. The surgeon did not comment on the patella and it was not revised. The patient was implanted with depuy knee system and depuy cement x 3, there were no complications reported with the procedure. Doi: (B)(6) 2015. Dor: (B)(6) 2017. (Rt knee).